Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused a bacterial infection in her lungs. The patient was admitted to the hospital. In the previous report b2, h7, and h9 were omitted. They are reflected on this report. H1 was incorrectly reported as a malfunction and should be reported as a serious injury. It is corrected on this report.

Manufacturer narrative:
Section h6 coding the type of investigation, investigation findings, and investigation conclusion were captured incorrectly in the previous report. It has been corrected and updated in this report.